Event description:
Procedure type: laparoscopy. According to the reporter: balloon could not be inflated. No complications. No tissue damage or injury. They used another device.

Manufacturer narrative:
(B)(4).